Event description:
It was reported that the customer was hospitalized for low blood glucose of 48 mg/dl. Troubleshooting was performed. The programming, time, and date were correct. It was stated that the customer changes the infusion set every three days. The bolus history was reviewed and found that the customer had not taken a bolus for the past twelve hours prior to being hospitalized. The nurse stated that the customer was at the school, and the paramedics were called. It was also mentioned that the customer has not been checking regularly her blood sugar. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power or low battery alarms were noted. The insulin pump passed the functional tests including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The insulin pump had minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube window.